Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the report. The threaded cap has reached the distal thread and is bottomed out. This scenario can only be replicated when utilizing an assembly tool adapter of a non-equivalent size to the proximal body length; damaging the instrument. The reclaim surgical technique, step 8 "taper engagement", states "attach the assembly tool adapter (75mm, 85mm, 95mm, or 105mm, corresponding with proximal body implant length) to the housing of the assembly tool." The root cause is attributed to user error. Based on the performed investigation, the need for corrective action has not been identified. Monitor through trend analysis via scp 1405. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Reclaim instrument broke during surgery, causing a surgical delay of 45 minutes.